Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
"On the (B)(6) 2017, it was discovered that one of the screw that held the device in place had broken. On the (B)(6) 2017, it was discovered that two additional screws had broken. On (B)(6) 2017, patient underwent surgery to have the broken device removed from his right side."

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.